Manufacturer narrative:
A ge rep evaluated the system and adjusted the output to within specs. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the dose in normal mode exceeds 10r/min. No pt injury was reported.